Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After 4 device deployments and full recaptures, a non-bsc pigtail catheter was inserted into the was. The pigtail was advanced to a point that perforated the wall of the laa. The pigtail was removed and a pericardial effusion was noted at this time. The effusion was watched until a cardiac tamponade was noted. A pericardiocentesis was performed, but was unable to keep up with the fluid accumulation; therefore, the decision was made to send the patient to surgery for a laa clip. Following surgery, patient was recovering in the intensive care unit. The next morning, patient was extubated then had an episode of atrial fibrillation that resulted in asystole. Patient was reintubated with full resuscitation. Then 4 days later, patient experienced multiple system failure, including respiratory failure, resulting in patients death.